Event description:
It was reported the tip of the inner sheath fell off in multiple pieces inside the patient during an unspecified procedure. The pieces fell into the bladder and urethra and were retrieved with a snare and forceps. It was reported that it took extra time, less than 30 minutes, to retrieve the pieces and look with the scope to make sure there were no pieces left behind. The patient was under general anesthesia during this time. The procedure was completed with a back-up device. There was no further patient impact reported.